Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
The complaint/event involved an unspecified plum 360 infusion pump. The reporter stated that the pump was started in (B)(6) and used by the ambulance to transport the patient to (B)(6). Whey were trying to do an event/alarm log report, there was a period of time that was missing from 22:16 on (B)(6) 2024 to 00:32 on (B)(6) 2024; they assumed that while the pump was in transport it was not connecting to the server. The pump was powered on and off several times, but the information was still not downloaded onto the server. The complaint/event happened during infusion of medication on a patient. The event date was on 23-sep-2024 at 22:16h to 24-sep-2024 at 00:32h, 2024. There was patient involvement, and patient was harmed due to incorrect administration of an antidote but it was not due to the pump itself since it was possibly due to incorrect programming by the front-end user, however without the missing data they are unable to determine the certainty. As to the extent of the harm, the reporter did not know and would not comment further due to privacy.

Manufacturer narrative:
D9 - date returned to mfg on 11/14/2024. The complaint of missing events/alarms log was not duplicated. Device alarm/event logs were downloaded successfully and examined. No probable cause for the complaint was found.